Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (clinical signs code, health impact code, device code, results code, conclusion code) this device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.